Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor pcb connections were adjusted. The system was then found to be operating as intended.

Event description:
The customer reported the system intermittently displayed blank images. No report of patient injury.